Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic after receiving high voltage unanticipated therapy. The therapy was attributed to noise on the atrial lead. The lead also exhibited low impedance. The noise could not be reproduced in the clinic. A chest x-ray found no dislodgement or insulation issues. The lead was reprogrammed. The patient would be scheduled for lead repositioning.